Event description:
Customer reported experiencing high blood glucose readings despite changing sets. Customer reported feeling nauseated. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir was noted in the alarm history. The cannula was also noted to be bent and occluded. Customer's blood glucose reading at the time of the call was 410 mg/dl and has attempted to treat with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.